Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed but the exact cause remains unknown. One radiographic image of what appears to be of an implanted catheter was provided for evaluation. A sharp bend appears to be present in the catheter shaft. Based on the image provided, possible contributing factors include placement location, catheter movement, and patient anatomy. Since the presence of a kink in the catheter appears to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported by the customer that the 4f dl provena PICC kinked. No other information was provided.

Event description:
It was reported by the customer, that the 4f dl provena PICC kinked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.